Event description:
Information was received from a consumer regarding a patient with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the therapy was changing unexpectedly. Patient called because he noticed that when he increased stimulation on his device and goes to check it again, he sees it has decreased. Patient stated he increased stimulation to 3.00v and he got back home and it was 2.40v. Patient reported this has happened a couple times. Patient stated also when he laid down stimulation increased. Patient services (pss) reviewed that the patient most likely has adaptive stim enabled. Patient stated they just added about 6 programs to try and the first one he was on, had adaptive stim. Patient synced with his programmer and adaptive stim was enabled and he was on an adaptive stim group showing him in the upright position. Patient stated "when he laid down though, it ain't adaptive" and he had to turn it down manually. Patient stated it was like pins and needles and it was too high that finally he just shut it off. Pss reviewed that any changes to the amplitude on an adaptive stim group requires the patient programmer (pp) to be held in place for 3 minutes for that change to take effect. Patient stated no one ever told him that. Patient mentioned he runs a conventional once and a while and a high dose group. Pss offered to walk patient through making adjustments over the phone but the patient declined and stated he better just leave it on for now. Patient services recommended calling back if he needed assistance. No further complications were reported/anticipated.